Event description:
H10. Device analysis could not confirm the complaint reported, a unit was received for lab analysis however no issues were noted which could have contributed to the complaint incident. The root cause of the complaint reported cannot be determined. The shop floor paperwork has been reviewed. Device analysis could find no issues with the returned device which could have contributed to the complaint incident. No issues were noted with the device which could cause a restriction to occur during the physician's attempt to remove the balloon. It is noted that the stent was not returned for analysis. The exact cause of the complaint incident is unk. Four factors have been identified through ongoing testing and clinical follow-up that increase the likelihood of perceptible increases in the forces required to withdraw the balloon from a deployed taxus stent. These are, the radius of curvature of the treated vessel segment, the degree of balloon deflation prior to withdrawal, the lesion preparation, and finally sub-optimal stent deployment. An extensive ongoing analysis is being performed to determine whether there is any correlation between the mfg elements, i.e., process, materials, personnel, equipment, etc. And the units that have been identified through complaints as being difficult to withdraw from the stent. To date, there has not been any correlation identified. Preliminary analysis indicates that all of the units have been mfg to specification and met all release criteria. Bsc recommends adequate pre-dilatation and preparation of the lesion to increase the chances of optimal stent deployment, physicians should strive for a 1.1:1 stent to artery ratio, balloons should be fully deflated prior to withdrawal and this should be confirmed under fluoroscopy.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician pre dilated the mildly calcified lesion in the circumflex (cx) with a maverick balloon of unspecified size. A taxus express2 8.8% 2.75 x 32 mm drug eluting stent was deployed in the cx. The balloon was sticking on deflation post deployment of the taxus stent. The physician tried to advance the balloon but could not. He tried deflating the indeflator and pulled negative but this did not work. The physician pulled on the catheter and deep seeded the guide and was able to remove the balloon. The physician then placed a second taxus 2.5 x 12 mm stent in the cx and the balloon stuck on this stent as well. The physician made the same attempts to remove the balloon as the first stent. The physician was able to remove the balloon after pulling on the catheter and deep seeding the guide. Both stents were post dilated with a quantum maverick 2.75 x 15 mm balloon. There were no pt injuries or complications reported. The pt's condition is reported as good. Same case as 6000089 2004 00303.